Event description:
It was reported no disposable alarm. Despite troubleshooting and changing cassette to back up pump, alarm persists. Patient's daughter will come and mix another cassette now. No further details provided.